Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient experienced lightheadedness, noise oversensing anomaly was observed on the right atrial lead, right ventricular lead and pulse generator. It was noted that the noise was not reproducible with isometrics. The patient was placed with a 30 day monitor, which revealed short episodes of pacing inhibition. The system was explanted and replaced on (B)(6) 2017; it was also noted that another previously capped and replaced right ventricular lead was explanted at the same time due to fracture observed on the lead. The patient¿s condition before, during and post procedure was stable.